Event description:
A male patient in (B)(6) received coolsculpting treatment with the coolcore applicator (6.3) on the flanks and lower abdomen and with the coolmax applicator (8.0) on the lower abdomen on various dates. The lower abdomen was treated with the 6.3 app on (B)(6) 2010, (B)(6) 2011 and with the 8.0 app on (B)(6) 2012. The flanks were treated with the 6.3 app on (B)(6) 2010, (B)(6) 2011, (B)(6) 2012. On (B)(4) 2012, zeltiq was informed of enlargement of the treatment areas. On (B)(4) 2012, zeltiq was provided supporting photos of the patient from (B)(6) 2011. The treating physician described the tissue as firm. On (B)(4) 2012, the treating physician informed zeltiq that an ultrasound was completed, but was inconclusive. Further attempts to contact the treating physician were unsuccessful. On (B)(4) 2012, an independent plastic surgeon reviewed the case and determined that the condition will likely require intervention, making this reportable. This case has also been reported for coolcore app (6.3) in MDR 3007215625-2013-00011.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. In addition to the previously described treatments, the patient was treated on the upper abdomen with the 6.3 app on (B)(6) 2011 and with the 8.0 app on (B)(6) 2012. No issues were reported in that treatment area. Per the physician's office, the procedures were conducted successfully with no malfunctions. It is zeltiq's policy to be conservative and to make this report. A follow-up report will be made to the agency if and when new information is received about this case.